Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that sterility was compromised. A 2.50x12mm promus premier drug eluting stent was selected for use to treat the lesion. However, during unpacking, the mandrel stabbed the physician's glove and poked it. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the product mandrel or the stent protector. The device was received with the tyvek pouch and the device carton opened. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. The damage noted most likely occurred from excessive handling of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. It could not be confirmed if the mandrel was defective as it had not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that sterility was compromised. A 2.50x12mm promus premier¿ drug eluting stent was selected for use to treat the lesion. However, during unpacking, the mandrel stabbed the physician's glove and poked it. The procedure was completed with another of the same device. No patient complications were reported.